Manufacturer narrative:
The reported event of "patient had burned skin after operation" is confirmed. Received one 400-2100 opened in unoriginal packaging. The lot number of the device was not verified. A visual inspection found the wires detached. The area of the pad that caused the burn was dark, surrounded by residue from the burn and hair was noted. A 2 year lot history review could not be conducted as a lot number was not provided. A device history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame 8,378,280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date. Conductive parts of the pad and associated connectors should not contact any other conductive parts including earth, as this may increase the risk of harm to the patient or operator. Some equipment and/ or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Consult the generator and accessory manuals for recommendations provided by the manufacturer. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 400-2100 was being used on (B)(6) 2021 during an osteochondritis dissecans procedure when it was reported "the patient had burn where he attached pad his thigh of right. There are two area burns. During the operation, the surgeon felt that the output of coag mode and cut mode was not strong. Surgeon looked the part of peeled off the macrolyte. And patient had burned two area in thigh of right." The patient received a third degree burn. Conmed system 5000 will be listed as a concomitant device. The settings were cut mode 40w and coag mode 40w. The procedure was completed with no delay. Upon further assessment, it was discovered the surgeon performed a skin valvuloplasty on the affected area after one week. The current status of the (B)(6) patient is unknown. This report is being raised on the basis of injury due to 3rd degree burn.